Event description:
I purchased the cora perfect fit menstrual disc from amazon. Used it for the first time and I was unable to remove on my own. I tried several times and, after 24 hours, I went to the doctor to get assistance removing this disc. This product should have additional features to make it easier to remove. Tampon replacement.